Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin I result is unknown. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 6.78 ng/ml was obtained. The result was reported to the physician. The sample was retested and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data indicates that the cause for the falsely elevated troponin I result unknown.